Manufacturer narrative:
Device passed the displacement test and the rewind test. Device unable to prime and then alarmed a33 during the prime/a33 test at 4.0 lbs due to faulty force sensor resistor. Unable to perform the basic occlusion test, self test, stop current and run current measurement tests, off no power alarm test, a21 error test. Occlusion test, excessive no delivery test and the delivery accuracy test due to unable to prime anomaly and a33 alarm. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had scratched case, scratched keypad overlay, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken through emergency room due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 6 mg/dl at the time of hospitalization. Customer was treated with glucose shots low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that drive support cap was damaged. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.